Manufacturer narrative:
The customer indicated the suspect product has been discarded.

Event description:
The rn supervisor complained of erroneous high results for 1 patient when tested on 2 different coaguchek xs meters and compared to the dade innovin method in the laboratory. On (B)(6) 2016 the result from coaguchek xs meter with serial number (B)(4) was 4.7 inr. The laboratory result within an hour was 3.4 inr. It is not known if any adjustments were made to the patient's medication based on these results. On (B)(6) 2016 the result from coaguchek xs meter with serial number (B)(4) was 5.3 inr. The laboratory result within half an hour was 3.6 inr. The patient was instructed to hold her warfarin dose for 2 days based on the meter result. After the laboratory result was returned, the warfarin dose continued to be held for 1 day. It is not known if the qc check mark was observed during either of the meter tests. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The suspect product was requested for investigation; however, the test strips have been discarded and are no longer available. The suspect meter was returned for investigation. The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 206464) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Both meters were returned for investigation. Test strips were not returned. The returned meters were measured with masterlot strips in comparison to a retention meter and masterlot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.